Manufacturer narrative:
H3: product analysis: evaluation of the device determined that bearings were detached. The likely cause of the failure was corrosion of the bearings. It was also noted that the molded ball found damage and the spring was found corroded. G3:aware date used as date of evaluation confirmed the bearing detached. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment had bearing damage. It was reported there was no patient involvement.